Event description:
It was reported that a pt underwent removal of a uterine fibroid and an endometrial thermal ablation procedure on (B) (6) 2010. Four days following the procedure, the pt was sent to the emergency room and was found to have thermal injuries to her bowel. She underwent exploratory laparotomy by a general surgeon for the thermal bowel injury. There was no uterine perforation found and no hysterectomy was performed. It was reported that the pt expired on (B) (6) 2010 from undefined complications due to her surgery. Additional information has been requested.

Manufacturer narrative:
(B) (4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2010-00364. The same pt is represented in each medwatch.